Manufacturer narrative:
The reagent lot number is 74766101 and the expiration date is 30-nov-2024. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) inspected the analyzer and confirmed it was within specification. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial glucose result was 9.80 mg/dl. The sample was repeated and the result was 86 mg/dl. The repeat result was deemed correct.